Manufacturer narrative:
Method: at this time the MFR is pending return of the product. A review of the device history records (DHR) was conducted for the lot number provided. Results: the device passed all manufacturing specifications prior to release. Conclusions: the sample was not yet been received, but was reported to be available. Once the product is returned on evaluation and investigation will be performed on the returned unit. A follow-up report will be filed when the investigation is complete. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 3200mg 5fu, natriumfolinat, 800mg oncofolic. Nac1 0.9%. Fill volume: 125 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: port. As per info received from the pharmacy the pump was connected at 15.45 and was empty at 18:00. Additional info received (B)(6) 2013: adverse symptoms reported was sickness and patient's current condition is reported to be okay. Date/time infusion started: (B)(6) 2013 @ 13:25. Date/time infusion ended: (B)(6) 2013 @ 18:00. Additional info received (B)(6) 2013: the pt felt terribly fatigued and suffered from nausea. The symptoms were temporary, so the pt was not forced to be hospitalized. Instead he regenerated slowly.